Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 533 mg/dl at the time of the event and reported a sensor glucose and blood glucose difference. The customer also reported the sensor came off, the lost sensor alarm and had a loss of communication issue between pump and the transmitter. The event involved products mmt-7040a, mmt-7040a, mmt-332a, mmt-1884, mmt-7841zn, and mmt-244a. Troubleshooting was performed for sensor glucose vs blood glucose and found that the blood glucose value was 533 mg/dl and the sensor glucose value was 80 mg/dl and the difference was more than 30%. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. Troubleshooting was not performed for hyperglycemia, loss of communication and tape not sticking. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and whether the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-244a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 4 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.